Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and magnified inspection found the administration port contained a flap or remnant of material around the port rim where the cap was broken away and removed as designed indicating the port had been formed and assembled correctly. The bag contained ingredient and label residue, indicating it had been filled. A significant puncture was found on the upper portion of the administration port. This puncture would have resulted in an obvious leak if it was present during filling. It is unlikely filling would have been completed or the bag released for patient use if an obvious leak was present. Based on evaluation findings, and the customer report of the event occurring at the end user facility prior to patient administration, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have broken administration port that caused a leak. The condition was discovered by the end user facility but before administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.